Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
When the asnis 4.0 was removed , the head was stripped. Therefore, the extractor was inserted into the asnis screw, but the extractor was broken to put torque. After that, the asnis and the tip of the extractor was left in the patient body.